Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The patient stated the auto- off enable was off and the pump continued to alarm an auto-off. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.